Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The healthcare provider later reported that the patient feel on her back with no trouble with device. It was noted that the patient visit the clinic after fall. The action taken was to monitored the area and the "illegible" was checked in clinic. The cause of the event was determine and was not device related. The patient recovered without permanent impairment. It was also noted that the patient was free from chair had no issues with her device after.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0r884, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported following a fall patient¿s symptom occurred. The patient fell directly on her implant that was located on the right side. No changes to your implantable neurostimulator therapy. She has an appointment with the health care provider (hcp) on wednesday. The patient did report pain right on top of implant. Per patient it was either swollen or she shifted it. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.